Manufacturer narrative:
(B)(4).

Event description:
It was reported that an unknown transmitter error occurred. Data was evaluated and the allegation was not confirmed. The probable cause could not be determined as the allegation was not found. In addition, a transmitter failed error was found in connection to the reported allegation. The probable cause of the transmitter failed error was determine to be a low transmitter battery which led to a transmitter failed error. The reported event of an unknown transmitter error is reportable based on the finding of a transmitter failed error. No injury or medical intervention was reported.